Manufacturer narrative:
Original test data reviewed and was determined to be consistent with reported result. No additional analysis or investigation needed based on distributor action. Distributor was advised to recollect patient for confirmation given the timing of testing and other results to confirm status. Recent literature has demonstrated that saliva based testing methods are more accurate and more sensitive than the nasal swab. Reference: omer sb, simonov m, warren jl, et al. Saliva or nasopharyngeal swab specimens for detection of sars-cov-2. The new england journal of medicine. 2020;383(13):1283-1286. Doi:10.1056/nejmc2016359.

Event description:
Patient was traveling to (B)(6). His test came back positive and is requesting that we rapidly retest the sample because he has a flight in the morning. Later tested two times elsewhere and received a negative result. This is historic complaint. Submission initially submitted via e-mail in absence of emdr reporting not setup.